Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 days after an endoluminal ablation procedure was completed, the patient was admitted due to left chest pain and found that the patient had a pneumothorax. A chest drain was inserted to resolve the issue then was removed. It was reported that the patient needed to have another chest tube which resulted to a 3 chest drain in total. 1st chest tube was placed during initial chest pain and was removed. A 2nd was placed due to mediastinal shift noticed and was removed. The 3rd chest tube was placed for progressing emphysema and was removed. It was also specified that during the ablation procedure, a single nodule in the left lung (pleura in the left lower lobe) was ablated for 100w/10min. Lesion was ablated with airway going directly through the center of the nodule. A cross country (non-medtronic) was not use as airway runs through the lesion. Physician said that this is a known risk with a sub pleura lesion. Patient is discharged and doing well.